Manufacturer narrative:
The MFR's evaluation summary if the info submitted by the reporting hospital regarding the endoscope used during the procedure described in the MDR is provided below. The MFR reported that the olympus intubation fiberscope does not have an o-ring around the distal tip of the insertion tube. The reporting hospital had stated that an o-ring had fallen into the pt's bronchus. The manufacturer statedit must be assumed that if an 0-ring had fallen into the patient's bronchus, it would have been from an endo-therapy device. Olypus endo therapy devices with o-rings are the cd-10/20z heat probes. These devices are used with a scope with a 2.8 channel. Based on the small size of the channel of the intubation fiberscope, the manufacturer has concluded that if the piece was an o-ring, it was not from an olympus product. Co called the customer today to notify her of the manufacturer's report. The nurse stated that the piece that had fallen into the patient's bronchus could have been a piece of rubber and not an o-ring. Olmpus agrees that the piece could have been part of a-rubber especially since the nurse had originally reported that the previous repair performed by third party had been inferior to olympus repairs. No further action willbe taken and the complaint has been closed.

Event description:
During a diagnostic bronchoscopy procedure for checking the location of a double lumen endo-tracheal tube, the o-ring at the distal tip of the bronchoscope fell off into the pt's bronchus. When the piece was noticed, the procedure had already been completed. The piece was successfully retrieved and there was no injury to the pt.